Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was discarded by the user facility.

Event description:
A voluntary user facility medwatch report #5056134 was received. It was reported: "patient underwent transoral sialolithotomy during this procedure she was intubated nasally with a laser protected endotracheal tube. Surgeon document that patient had developed a right nasal synechiae as a result of the nasal intubation with the laser protected tube. The synechiae had to be surgically divided in the clinic setting. Follow-up with the initial reporter obtained the following additional information: the anesthesiologist used the endotracheal tube nasally as the surgeon was performing the procedure throughout the mouth and the oral airway could not be accessed. The model is ID#7060400, lot/sn is unknown. The anesthesiologist prefers to use the laser shield tubes. At the post-op follow-up on (B)(6) 2015, the surgeon visualized a right nasal synechiae which was surgically divided in the clinic. It is unknown if the patient was sedated however, it is likely that it occurred with local anesthetic. The patient was reported to be doing fine post-op. The patient is female, born in 1952, (B)(6). The tube was disposed of at the user facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.